Manufacturer narrative:
Concomitant medical devices: 459888, lead, implanted: (B)(6) 2019; 680r28, heart ring, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing on a stored supra ventricular tachycardia (svt) electrogram (egm). The ra lead remains in use. No patient complications have been reported as a result of this event.